Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator battery was inoperable during set up. There was no patient connected to the device. The customer reported that the battery was checked and it is within specification. Reconnected all the connections and reinstalled the battery power supply. The battery was working fine. The alleged malfunction was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.